Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. [While] performing an emergency gastroscopy on a patient who deglobalized [large bleed], [there was] big ulcer bleeding, therapeutic put in place [sic]. Lastly, [the user wanted] to use hemospray, which did not work. [They made an] attempt with the two tubings [catheters] present in the kit. Because [of the] risk of blocked tubing, [the device was] impossible to start. A second hemospray was opened and used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding section d2 suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned) therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. When activated and tested as returned, the device did not spray as intended. The co2 cartridge discharged upon deactivation of the device and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge and activation knob, the device did not spray. The tubes were disconnected for removal of powder. No clumps of powder or obstructions were found in the tube between the powder chamber and on/off valve or in the tube between the powder chamber and the regulator. Visual and physical inspections of the cannula and hole in the bottom of the powder chamber showed the cannula and diffuser chamber openings to be clear. The clearances of the internal tubes and powder chamber components were checked with pin gauges and found to be conforming. The internal components of the device were reassembled and tested with a new co2 cartridge and functioned as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated concerning device failure of being unable to spray powder. Prior to distribution, all thermospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product manufactured was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Information regarding suspect medical device; common device name: not available; regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) state the following: "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. [While] performing an emergency gastroscopy on a patient who deglobalized [large bleed], [there was] big ulcer bleeding, therapeutic put in place [sic]. Lastly, [the user wanted] to use hemospray, which did not work. [They made an] attempt with the two tubings [catheters] present in the kit. Because [of the] risk of blocked tubing, [the device was] impossible to start. A second hemospray was opened and used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.